Event description:
It was reported by the customer that they feel that the blades may or may not burn, depending on a generator. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text: awaiting confirmation if device is available.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported by the customer that they feel that the blades may or may not burn, depending on a generator. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.